Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a lead revision procedure due to high impedance readings on one of the leads. The lead was explanted and replaced during the procedure. There were no reported complications postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Visual and x-ray inspection of the returned lead revealed that this lead was bent/kinked 2 cm from the set screw mark of the clik x anchor and multiple cables were completely broken at this location. There are no exposed cables at the fracture location. Laboratory analysis determined that the lead became bent/kinked after exiting the clik x anchor, exposing the bent location to excessive mechanical force or movement that caused the cables to fracture at the anchor point.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a lead revision procedure due to high impedance readings on one of the leads. The lead was explanted and replaced during the procedure. There were no reported complications postoperatively.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a lead revision procedure due to high impedance readings on one of the leads. The lead was explanted and replaced during the procedure. There were no reported complications postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.